Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal does not fit into the body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019 and investigated on (B)(6) 2019. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal was taken out from the loading device for inspection. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal does not fit into the body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal does not fit into the body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.